Event description:
The customer received a questionable total prostate-specific antigen (tpsa) result on their e601 analyzer. Repeat testing was performed on the same e601 analyzer. The patient's initial tpsa result was 0.016 ng/ml and was reported outside the laboratory. The first repeat result was 100.0 ng/ml accompanied by a data flag. The second repeat result was 134.9 ng/ml accompanied by a data flag. The customer stated the result of 0.016 ng/ml was corrected to 134.9 ng/ml which they felt was an accurate result. The patient did not receive treatment or have treatment withheld based on the erroneous result. The customer discovered the error right away and the corrected report was quickly issued. The tpsa reagent lot number was 16405201 and the expiration date was (B)(6) 2012. The field service representative could not duplicate the issue. He performed system checks. Performance testing was done with good results. Liquid level detection and pressure sample probe checks were good. Calibration and quality control were good.

Manufacturer narrative:
A specific root cause could not be determined with the information provided. The initially low results were not reproducible. Quality control and calibration results did not indicate a system or reagent issue. The assay performance data did not indicate a hardware issue. There were no indications of any systemic system issues with the information provided for investigation. No adverse events were reported.